Event description:
It was reported by svc report that the foot end jack could not be lowered due to the lowering release pedal extension spring being broken, causing the release pedal to be inoperable. No pt involvement or adverse consequences are reported.